Event description:
It was reported to boston scientific corporation that an obtryx system was implanted into the patient during the placement of transobturator mid-urethral mesh sling (obtryx), robotic-assisted hysterectomy, cystoscopy, and placement of temporary indwelling bladder catheter procedures performed on (B)(6) 2018, for treatment of stress urinary incontinence, abnormal uterine bleeding, and excessive bleeding in premenopausal period. There were no complications at the conclusion of the procedure. The patient was awoken and brought to the recovery room in suitable condition. On (B)(6) 2021, the patient underwent an incision and removal of the mid-urethral sling mesh, cystoscopy, and placement of temporary indwelling catheter procedures for complaints of small vaginal mucosa mesh erosion and the patient's desire to have the sling removed. The patient stated that her partner could feel the sling during intercourse, and she elected to have it removed for this reason. The patient understood the risks of surgery and recurrent stress incontinence. The patient was counseled about other options, but she wished to proceed. During the procedure, a small area on the patient's right midline, a small portion of the mesh was visible consistent with a small erosion - about 2-3 mm in size. The vaginal mucosa was incised sharply overlying this area and was carried under the urethra to the patient's left. The vaginal mucosa was mobilized away from the mesh and the mesh mobilized from its soft tissue attachments. It was then cut lateral to the urethra on the right and left as deep into the tissue and as far posterior to the ischium as possible. No further mesh was seen, and all had been removed from the periurethral area at this point. The wound was copiously irrigated, and the vaginal mucosa was closed with sutures. There were no patient complications at the conclusion of the procedure. The patient was awoken and brought to the recovery room in suitable condition.

Manufacturer narrative:
Block b3: date of event was approximated to (B)(6) 2021, the date when the patient underwent removal of the mid-urethral sling mesh procedure, as no event date was reported. Blocks d4, h4: the complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. Block e1: this event was reported by the patient's legal representation. The implanting and explant procedure surgeon is dr. (B)(6). (B)(6) healthcare; (B)(6). Block h6: patient code e2006 captures the reportable event of extrusion. Impact code f1903 captures the reportable event of device explantation procedure.